Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The guide wire broke when it was removed. After that the catheter was also removed. It is reported, by a nurse, that some blood was with the catheter stating that it was probably due to the balloon not being in good position. However, the cause of the blood is not clear. No pt injury reported.